Manufacturer narrative:
(B)(4). One used inflator syringe, without packaging, was received for evaluation. The sample was subjected syringe pressure testing according to specification. The product was unable to be inflated. Further dissection of the sample revealed the presence of excess uv adhesive in the gauge well area. A potential cause identified was that excessive uv adhesive may have been applied at the gauge well area during the manual assembly of the syringe, which was then missed during subsequent gauge testing. The current assembly procedure was reviewed and was found to be current and adequate. Therefore, an employee awareness training was performed with all appropriate personnel involved in the manufacturing and inspection of this product. The purpose of this training was to review the reported incident and ensure that all personnel understand and comply with the uv adhesive application and gauge testing as outlined in the procedure. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available, a follow-up report will be filed. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure (B)(4).

Event description:
As reported by the user facility: reports during a shunt pta, the product could not be inflated. The meter and balloon did not react.